Event description:
The customer reported that they received erroneous results for two patient samples tested for free thyroxine (ft4). The results were considered to be very high because the tsh result for each patient sample was around 1 miu/l. The samples were tested initially on an e602 analyzer. The samples were repeated on a different e602 analyzer and results between the two systems were said to be comparable. The samples were then sent to the customer's main laboratory where they were tested on a siemens advia centaur analyzer. Results were lower on the centaur system and said to be reasonable. The samples were also later tested at a different laboratory on an e601 system. Results on the e601 system were comparable to the e602 system results. This medwatch will cover ft4 reagent lot number 183473. Patient identifier (B)(6) for information related to ft4 reagent lot number 184927. The first patient sample initially resulted as >100 pmol/l on e602 analyzer system 1. The erroneous result was reported outside of the laboratory and was refused by the physician, because it did not correlate with other thyroid parameters. The sample was repeated on e602 analyzer system 2, resulting as 51.85 pmol/l. The sample was sent to a reference laboratory where it was tested on a siemens advia centaur analyzer, resulting as 15.81 pmol/l. The sample was sent to another laboratory where it was repeated again on an e601 analyzer, resulting as >100 pmol/l. The second patient sample, from a (B)(6), initially resulted as 86.87 pmol/l on e602 analyzer system 1. The erroneous result was reported outside of the laboratory and was refused by the physician, because it did not correlate with other thyroid parameters. The sample was repeated on e602 analyzer system 2, resulting as 64.4 pmol/l. The sample was sent to a reference laboratory where it was tested on a siemens advia centaur analyzer, resulting as 19.66 pmol/l. The sample was sent to another laboratory where it was repeated again on an e601 analyzer, resulting as 89.24 pmol/l. The patients were not adversely affected. The e602 analyzer system 1 was serial number (B)(4). Ft4 reagent lot number 183473, with an expiration date of january 2016 was used on this system. The e602 analyzer system 2 was serial number (B)(4). Ft4 reagent lot number 183473, with an expiration date of january 2016 was used on this system. The e601 analyzer was serial number (B)(4). Ft4 reagent lot number 184927, with an expiration date of march 2016 was used on this system.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigation of the sample have determined that an interfering factor to streptavidin is present in the sample. This interference is covered by a disclaimer in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).